Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was being used in an off-label configuration. It was reported that the ICD was double counting resulting in an inhibition of pacing and an inappropriate shock delivery.